Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter read inaccurately low. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2018 at 02:00am she obtained a result of ¿99mg/dl¿ on the subject meter, which she felt was inaccurately low in comparison to a result of ¿175mg/dl¿ obtained on a dexcom cgm device. Meter to cgm does not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and administered her usual dose of humalog insulin ¿right away¿ after the issue occurred. The patient reported that ¿right away¿ after the issue occurred she developed a symptom of ¿needed to pee¿ however denied receiving any treatment. During the call the cca noted that the unit of measure was set correctly. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.